Manufacturer narrative:
(B)(4).

Event description:
Customer stated they used a 7f sheath with a 014 5mm spider fx in the left distal sfa. The IFU was not followed due to packing force pressure on the hawkone, there was however a nosecone tear occurred. When the device was pulled out to clean, a tear with plaque was hanging out of the nosecone. Another hawk was opened and the case was completed. Target lesion was plaque with a little degree of tortuosity and 100% stenosis in a 5mm artery 100 mm in length. There were no abnormalities in the anatomy. An investigation was performed and a review of the manufacturing records revealed that no discrepancies relevant to this reported event were noted. The customer's report of the hawkone showed a tear on the distal assembly has been confirmed. A tear to the tecothane layer of the distal assembly was observed. Biological debris was visible at the location of the observed hole. The probable cause of the plaque escaping from the distal assembly has been identified as a tear/hole was identified on the distal assembly. The root cause of the hole/tear observed to the tecothane of the distal assembly is unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.